Event description:
Patient reported "and left side implant exchange." Patient later called and reported left side "got bigger", and is "leaking". Patient stated they "feel fluid moving around when they lay on their back." Patient stated "they don't feel well and feels very uncomfortable." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration, pain, visibility/palpability.